Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 18290449, model/catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had lost coverage. The patient underwent a revision procedure wherein a lead was explanted. The patient was doing well postoperatively.